Event description:
The account alleges that the device has unintentional movement. While pressing the hi/low down button, the hi/low actually runs up.

Manufacturer narrative:
The technician replaced the control board, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.